Event description:
The patient was booked for a patella debridement but during the operation the femoral component was shown to be loose, it was removed with the augments, adaptor, adaptor bolt and insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices was not able to determine the cause of loosening of the femoral component. Review of returned poly insert finds pitting on both articular surfaces. Radial wear grooves were seen on the inferior surface (insert/tibial base) interface with embedded third-body particles present. Axial grooves were seen on the posterior surface of the insert. Review of provided patient x-rays finds the cause of loosening of the femoral component cannot be definitively determined. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Visual examination of the returned devices was not able to determine the cause of loosening of the femoral component. Review of returned poly insert finds pitting on both articular surfaces. Radial wear grooves were seen on the inferior surface (insert/tibial base) interface with embedded third-body particles present. Axial grooves were seen on the posterior surface of the insert. Review of provided patient x-rays finds the cause of loosening of the femoral component cannot be definitively determined. A search of the complaints databases finds no other similar reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.